Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no audio on g6 mobile application occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event could not be confirmed via data. A probable cause could not be determined.